Manufacturer narrative:
The exposed portion of the cannula was flattened, and very stretched. The cannula measured to be longer than specification. The cannula leaked and could not allow fluid to flow through the complete fluid path. Corrosion was found in the pod with depleted batteries. An alarm was signaled by the pod, indicating a short between the step sensor and the wire, which is consistent with fluid damage. However, no internal leakage source was found, and the cause of the corrosion could not be conclusively determined. The alarm deactivated the pod and stopped insulin delivery. It could not be determined when the exposed soft cannula damage occurred or if it affected the pod¿s ability to deliver insulin when worn. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450, 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level rose to 380 mg/dl. The patient treated the hyperglycemia by applying a new pod. The pod was worn between 4 and 24 hours on the arm.